Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe s2 10ml ns experienced a failure to contain blood/medication. It was is unknown whether the product defect was noted before, during, or after use. The following information was provided by the initial reporter: the syringes are cracked.

Event description:
It was reported that an unspecified number of syringe s2 10ml ns experienced a failure to contain blood/medication. It was is unknown whether the product defect was noted before, during, or after use. The following information was provided by the initial reporter: the syringes are cracked.

Manufacturer narrative:
H.6. Investigation: bd has been provided a photo for catalog 301360, lot 7088173, to investigate for this record. After visual inspection of the returned picture, the samples presented the barrel broken. As a result, bd was able to verify the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts. Based on this fact, and after analyzing the returned picture barrel crack, bd believes that the syringe tip could break because of some strong condition during handling or transport of the product.